Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending (lad). During the procedure a 3x18mm and 2.75x38mm xience alpine drug eluting stents (des) were successfully implanted at the target lesion with no adverse patient effects nor clinical delay being noted. However, 24 hours after the procedure the patient was noted to expire. Additional information was received reporting that the patient presented with unstable angina prior to the procedure. Following stent implantation, angiography was performed, and a thrombus was observed. No additional information was provided.